Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31639065l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
During a supraventricular tachycardia (svt) ablation procedure while using a thermocool® smart touch® sf bi-directional navigation catheter, the patient experienced pericardial effusion treated with pericardiocentesis. Toward the end of the case, after all ablation was completed, while checking for fluid as per the procedure's process, liquid on the pericardial sack was noted with a ice (intracardiac echocardiography) catheter. The medical team used a transthoracic echo to confirm the pericardial effusion. A pericardiocentesis was performed. The patient was reported to be in stable condition. The following bwi catheters were in the body at the time the issue was noted thermocool smarttouch sf catheter, decanav catheter, carto 3 system, and ngen generator. The outcome of the adverse event was unchanged. Three catheter exchanges occurred during the procedure. No transseptal puncture site was performed during the procedure. The delivered energy was rf (radiofrequency). Five ablations were performed outside the pulmonary veins. Prior to noting the pe (pericardial effusion)/CT (cardiac tamponade) ablation was not performed. No evidence of steam pop. The flow setting for irrigated catheters used during the event was standard stsf flow settings.